Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor error. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 6/28/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is due to the malfunctioning downstream occlusion(dso) sensor. The dso sensor was replaced.